Event description:
It was reported that a clinician attempted to run a left ventricular capture test on a patient's implantable cardioverter defibrillator, and it continued to run for four seconds after the clinician stopped the test. The patient experienced asystole during the event, but was stable afterwards.

Manufacturer narrative:
Correction: patient was asystolic. The health impact became "serious injury/illness/impairment", and a new medical device problem code ("failure to capture") was added.

Event description:
Related manufacturer reference numbers: 2017865-2022-11230 it was reported that the patient presented in clinic for follow-up. During left ventricular capture threshold testing on the implantable cardioverter defibrillator with the programmer, the user released the button to terminate the testing as expected; however, the device continued to decrement for six seconds, resulting in a loss of capture. The patient experienced near syncope asystole during the testing. Patient condition was stable post testing.